Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer and their spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 117 to 119 mg/dl at the time of the call. The customer was given sugar to treat. The customer experienced symptoms such as mental confusion and falling. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and insulin was dripping from the set before connecting at the site. The insulin pump will not be returned for analysis.